Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/05/2019. There was no on-site evaluation by the manufacturer - this event was resolved in-house by the customer. The customer reported that the replacement of the touch screen assembly resolved this event.

Event description:
The customer reported a ventilator with a touch screen failure. It was unknown when this event occurred - there was no harm associated with this event.